Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was a catheter disconnect and revision on (B)(6) 2013 when the entire catheter was replaced. It was noted the pump logs were also checked and revealed no pump product issues. The cause of the catheter disconnect was not known, and the location of the issue was noted as ¿catheter track¿. The patient experienced symptoms of increased spasticity. The pump device was used to deliver compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the catheter found an indent in the seal of the sutureless catheter connector. There was no occlusion related to the complaint, but the catheter met occlusion criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.